Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the entire screen of the high definition liquid crystal display monitor disappeared during the examination. The power remained on, but the cable was disconnected, and serial digital interface through 1 was not working. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following item was observed: - screen coating peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was unable to be reproduced. Therefore, a root cause could not be established. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was supplied by the customer. New information added to the following fields: b5, h6.

Event description:
Additional information was supplied by the customer. The screen went blank intermittently during a therapeutic ¿est¿ procedure examination. The procedure was completed with the same device due to the screen coming back up. There was no procedure delay. The device was inspected before use.